Manufacturer narrative:
The device was received; however, evaluation was not performed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the cartridge was filled with 400 units and showed that it was empty within approximately 2 days. During troubleshooting with tandem technical support, the customer loaded a new cartridge successfully and received an accurate fill estimate. The customer's blood glucose level was 200 mg/dl.